Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd micro-fine"+ pen needle's outer cover was difficult to close after use, and fell off "quickly". The following information was provided by the initial reporter, translated from (B)(6) to english: "customer indicates that when the needle is used and wants to remove it that it often goes wrong. The cap does not close well, it often stays in place, falls off quickly so that the client almost stepped in it once."